Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: screen won't power on and cracked screw holes in inlet airflow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported to the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: screen won't power on and cracked screw holes in inlet airflow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was upgraded to address the issue. The internal/detachable battery was replaced.